Manufacturer narrative:
Additional information was received from the initial reporter indicating that during repair of the left ventricular tear sutures were placed around the impella pigtail multiple times, which inadvertently ensnared the pigtail to the left ventricle wall. Later, when attempting to remove the impella, there was resistance as the pigtail had been ensnared with the left ventricle repair.

Manufacturer narrative:
Updated information: d9 device return date added.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The event includes known risks described in the impella cp instructions for use, including bleeding associated with anticoagulation, pump stoppage, and device component damage during manipulation or explant. The degree of mechanical strain applied during device weaning and removal is unknown based on the information available.

Event description:
A 63-year-old female with a medical history of coronary artery disease and diabetes mellitus underwent implantation of an impella cp device for temporary mechanical circulatory support due to cardiogenic shock secondary to an acute myocardial infarction. The device was surgically implanted via the right axillary artery. At the time of initiation, the patient was classified as society for cardiovascular angiography and interventions (scai) stage d cardiogenic shock and remained scai stage d throughout support. On post-implant day six, bleeding was noted at the peripherally inserted central catheter (PICC) site. No blood products were administered, and hemoglobin lab evaluation was pending (but later noted as 8.7 g/dl). The treating physician did not attribute the bleeding event to the impella cp device. Approximately four days later, the patient underwent surgical repair of a ventricular septal defect (vsd) that was present prior to impella implantation. During the procedure, complications were encountered, including enlargement of the vsd and development of a pericardial effusion requiring emergent surgical intervention. The patient was cannulated for veno-arterial extracorporeal membrane oxygenation (va ECMO) and taken to the operating room for mediastinal washout and sternal closure. The patient was reported to be stable following the procedure. On the following day, impella cp support was reduced from p-4 to p-2 in preparation for device explant and escalation to an impella 5.5. While operating at p-2 and prior to explant, the impella cp pump stopped. Multiple attempts to restart the pump at p-2 were unsuccessful. The device was subsequently explanted. Upon removal, the pigtail was noted to have separated from the inlet portion of the catheter and remained within the left ventricle, as reported by the physician. Following the event, the patient was supported with an intra-aortic balloon pump and continued on va ECMO. The event includes known risks described in the impella cp instructions for use, including bleeding associated with anticoagulation, pump stoppage, and device component damage during manipulation or explant. The degree of mechanical strain applied during device weaning and removal is unknown based on the information available.